Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency services assistance and hypoglycemia. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.5-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient had been hiking with exercise mode enabled, consumed lunch including two beers, and subsequently took a flight. After disembarking, the patient's blood glucose level dropped and they lost consciousness. The patient regained consciousness in an ambulance after the hypoglycemic episode. It is unclear whether the hospitalization occurred, and specific treatment details were not provided. The pod was reportedly in use during the event, but confirmation is pending. Further details including diagnosis, treatment specifics and confirmation of pod usage are currently unavailable. A supplemental report will be submitted if these details become available.

Event description:
Additional information was received on 02jan2026. A severe hypoglycemic event occurred while traveling. The activity feature on the controller ended and low blood glucose was not detected until approximately five hours later. During the flight, the patient did not check the controller and had silenced phone alarms. Upon arrival at the airport, the patient exhibited confusion, impaired cognition and a feeling of intoxication followed by a period of unconsciousness. Airport security assisted, provided orange juice and called an ambulance. According to the non-conveyance record, the diagnosis was hypoglycemia (capillary blood glucose:1 mmol/l; 18 mg/dl). The patient was treated on-site in an ambulance for about one hour, receiving oral glucose three times (10 grams each) and patient believed to receive intravenous glucose. Blood glucose rose to 4.1 mmol/l (73.8 mg/dl) after treatment. Patient declined hospital transport and was referred to the local diabetes hub. The patient was discharged the same stay and stayed overnight at sibling's home for safety.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria.